Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message, preventing users while trying to log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the database error was due to the installation of hotfix 4355 of kb5033688. The technical support specialist uninstalled the update and rebooted the station. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an unexpected database error message, preventing users while trying to log in to the station.no patients have been affected but the failure mode has been identified of having the potential of causing an adverse event.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database in recovery pending due to an unapproved operating system patch was installed on the station.uninstalled the operating system patch and rebooted the station to resolve.the system functioned as intended.